Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/13/2019. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/07/2019. Investigation summary: samples were received for evaluation from lot number jt8788 and were inspected. The inlet ports as well as the antireflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and it was confirmed that the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to release the air and it was not possible, that confirmed that the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection, and no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mammary gland surgery on (B)(6) 2018, and a reservoir was attached to a drain. Suction could not be done during use for the armpit. Another reservoir was used with no problem. There were no adverse consequences to the patient. No additional information was provided.